Event description:
It was report that during an idiopathic ventricular tachycardia (idvt) case, a perforation of the right ventricular outflow tract - (rvot) was noticed as the male patient's blood pressure dropped. The perforation was confirmed by transthoracic echocardiogram (tte). A pericardiocentesis was performed and 405cc of fluid were removed. The patient did not require extended hospitalization because of the adverse event. The physician¿s opinion regarding the cause of this adverse event is that this is due to the amount of forced used during ablation. No anomalies were found on the catheter during the procedure.

Manufacturer narrative:
(B)(4) it was report that during an idiopathic ventricular tachycardia (idvt) case, a perforation of the right ventricular outflow tract - (rvot) was noticed as the male patient's blood pressure dropped. The perforation was confirmed by transthoracic echocardiogram (tte). A pericardiocentesis was performed and 405cc of fluid were removed. The patient did not require extended hospitalization because of the adverse event. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 system (s/n: (B)(4)), stockert generator (s/n: (B)(4)), coolflow pump (s/n: unknown), ez steer thermocool catheter ((B)(4)). (B)(4).